Manufacturer narrative:
(B)(4). The philips field service engineer (fse) arrived on site and noticed a battery acid odor. The fse evaluated the system and determined the batteries within the uninterrupted power supply (ups), overheated and leaked battery acid. The fse unplugged the ups from the system and disconnected the batteries within the ups cabinet. The defective batteries are being sent to the supplier, (B)(4), for investigation. A follow up MDR will be sent when the investigation is completed. (B)(4).

Event description:
The customer reported a burning smell coming from the system. The customer shutdown the system. The system was not being used at the time of the incident, no report of pt involvement and no report of injury or death to a pt, user or service personnel. There was no report of fire or smoke.